Manufacturer narrative:
Additional information has been provided. The surgeon reported three (3) cases of toxic anterior segment syndrome (tass). An inflammatory response in the anterior chamber was noticed at the post-operative visit. All surgeries were uncomplicated. The damage to the cornea and choroid is not immediately predictable. Medical treatment was required. The facility ophthalmology department has stopped the entire cataract surgery program immediately. The facility noted the common denominator appears to be the surgery equipment and/or the instrument sets; these will therefore have to be subjected to thorough investigation. Some patients already have some improvement with the medical treatment. The patients are monitored on a daily basis. The customer is returning fourteen (14) handpieces. It is currently unknown which handpiece was used on which patient. The facility sent a few pictures of the handpieces, the inner part, has white dots/spots which are clearly visible. The most common causes of tass are identified as follows in order of prevalence: inadequate flushing of phaco, irrigation/aspiration handpieces and cannulated equipment, use of enzymatic cleaners and detergents, use of reusable cannulas, inadequate cleaning of instruments, use of preserved epinephrine, reuse of single use devices, use of tap water with no sterile water final rinse, inadequate personnel or trays to allow proper preparation of instruments, no immediate cleaning allowing ophthalmic viscoelastic device (ovd) and surgical solutions to dry on instruments, use of preserved medicines in the eye, reuse of tubing for flushing, latex bulbs for irrigation, not training, no terminal sterilization, instruments stored on towels, touching of iol or patient contact areas of instruments with gloved hands, off-label use of lidocaine gel, poor instrument maintenance, autoclave residue, rust, particulates, lint, use of powdered gloves, additives added to balanced salt solution against directions for use (dfu) , improper use of prep solutions, detergents and cleaners, failure to follow manufacturer¿s directions for use, including no air flush, use of unapproved enzymatic cleaners, use of postoperative ointment in clear corneal cases, povidone-iodine placed in the eye at the end of procedures, incorrect concentration of detergents and enzymatic cleaners. The phacoemulsification systems are closed systems. They are operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). The proper cleaning and sterilization of ophthalmic surgical instruments can help prevent the occurrence of tass. These findings continue to validate the need to follow the recommendations detailed in the dfus, aorn recommended practices, and the ascrs tass task force guidance document. There is no evidence that the design or manufacturing of the infiniti system or phaco handpiece contributed to the reported event. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 30, 2007. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. As the customer did not retain the finished goods consumable lot number, device history record (DHR) and lot history could not be reviewed. There were no samples returned for evaluation. All products have been sterilized and all sterilization cycle parameters are verified for acceptability prior to release. However, since the lot number was not provided we are unable to review the batch record for the complaint the root cause of the customer's complaint could not be established as a sample has not been received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported three cases of toxic anterior segment syndrome. An inflammatory response in the anterior chamber was noticed at the post operative visit. All surgeries were uncomplicated. The damage to the cornea and choroid is not immediately predictable. Medical treatment was required. This report is the second of three reports being filed from this facility. Additional information was requested but not received.

Manufacturer narrative:
(B)(4).

Event description:
A completed questionnaire was received. This patient was the second patient of the day. The patient presented with descement-folds, severe uveitis anterior, spill over vitritis. The patient required medical treatment of anti-inflammatory eye drops every hour in the operated eye. Intravitreal injections of antibiotics and anti-inflammatory medication were also required. It is unknown what caused the inflammatory response.